Event description:
It was reported that the unit unexpectedly shutdown during monitoring while the user was attempting to wirelessly transmit a 12 lead. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.